Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects inside the nozzle, ch-tube, s-cylinder, channel mount. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: not being able to be cleaned properly manually, wash cycle does not run correctly in the washer-disinfector were the cause for the foreign objects. Olympus confirmed residual liquid or foreign material came out of the device, but the type of the material cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device cleaned properly manually, wash cycle does not run correctly in the washer-disinfector. The issue was found during reprocessing. There were no reports of patient involvement.